Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other event for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reamer shaft handle broke under usage. Replacement handle was used.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed and attributed to wear.

Event description:
Reamer shaft handle broke under usage. Replacement handle was used.